Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Insulin pump had no button response due to open connector on lcd board. No button error alarms noted. Insulin pump had a cracked tube lip, cracked battery tube threads, minor scratches on display window and cracked case near display window corners noted during visual inspection.

Event description:
It was reported that the insulin pump had unresponsive keypad and buttons. The customer's blood glucose was 180 mg/dl. The customer stated that they were at the beach and had the insulin pump in a plastic bag. Later, when the customer was wearing the insulin pump, it started raining. The discontinuation of the device was advised. Nothing further was reported.